Event description:
It was reported that during an arthroscopic procedure the physician utilized a speedlock knotless implant. The physician drilled a hole in the bone, however, upon inserting the implant it was discovered that the hole was drilled with the incorrect size drill bit and the hole was too small. The physician pounded the implant into the bone hole and the implant broke. A second speedlock knotless implant was utilized and broke while attempting to push some soft tissue out of way of the cannula opening. A third speedlock knotless implant was used to complete the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt¿s age and gender have been requested but not received. Reference mfrs report(s): 9019871-2012-00338.